Manufacturer narrative:
The investigation determined that reproducible discordant negative vitros hbsag results were obtained from a single patient sample processed on the vitros eci immunodiagnostic system. The investigation found no evidence to suggest that an instrument or reagent malfunction had occurred. A definitive root cause could not be determined. However, the presence of a mutant strain of the hepatitis b virus in the patient sample that is undetectable by the vitros hbsag method could not be ruled out. The root cause of this event is unknown. (B)(4)

Event description:
The customer obtained reproducible discordant negative vitros hbsag results ((B)(6)) from a single patient sample processed on the vitros eci immunodiagnostic system. The patient sample was considered to be hbsag (B)(6) based on results obtained using an alternate vitros method (vitros hbsag es result = (B)(6) and a non-vitros confirmatory method. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant negative results were initially reported out of the laboratory. However, a corrected report was issued based on the confirmatory testing. There was no report of patient harm as a result of this event.